Manufacturer narrative:
An analysis was performed on the returned device. The mechanical jam was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the lever was closed with the plunger partially depressed in the handle. It should be noted that the electronic perclose prostyle instructions for use (IFU) states, step 3: pull back plunger to deploy suture. Using the right thumb or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body (in the arrow direction marked 3) and completely remove the plunger and needles from the body. Step 4: lower lever to close foot¿. The IFU violation did not contribute to the reported difficulties, however leaving the plunger depressed inside the handle exposes the needles and inhibits the foot from closing increasing the risk of vessel damage. Based on the information received and analysis of the returned device, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, based on observations from the returned analysis, an anterior needle to cuff miss occurred. The miss likely caused the anterior need to get pushed against the foot preventing the plunger from compressing fully to the handle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a patent foramen ovale interventional procedure with an 8f sheath. Reportedly, when pushing the plunger, the device did not make connection with the footplate and an unusual resistance was felt [plunger jam]. The physician closed the footplate and removed the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.